Event description:
The customer reported the patient had pre-existing weak zonules and once the surgeon inserted the aa4203tl silicone single piece lens, the posterior capsule tore and the surgeon did not like the way the lens seated in the eye. The incision was enlarged to remove the lens, a vitrectomy was performed and a sulcus lens was implanted. Two sutures closed the incision. The reporter stated the patient's capsule collapsed due to the patient's anatomy and was not related to the lens.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric. (B)(4). Visual inspection of the returned product showed a reddish residue on the lens surface, however, there was no visible damage to the lens. Both sides of the haptic/optic were checked for rough/sharp edges and found to be acceptable. (B)(4).

Manufacturer narrative:
Method: device history record review. Result: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method code(s): (process evaluation): device history record review. Result code(s): (no failure detected) : based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Per medical review - reportedly, the lens could not be position properly upon insertion due to weak zonules and collapse of posterior capsule. Incision was enlarged for lens removal, vitrectomy was performed and a sulcus lens was successfully implanted. Two sutures were placed. No reported postoperative sequelae. According to the report by a nurse, dated on 6/2/15 the event was caused by a patient factor (anatomy issue) and was not related to the device. (B)(4).